Event description:
It was reported that during a routine device follow up, a battery depletion (bd) alert was observed. Device data was submitted to technical services for review. This data analysis confirmed the device was depleting faster than expected, and device replacement was recommended for within 90 days. It was discussed that the patient did recall hearing beeping tones from the device, but was not sure when that had started. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced six weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow up, a battery depletion (bd) alert was observed. Device data was submitted to technical services for review. This data analysis confirmed the device was depleting faster than expected, and device replacement was recommended for within 90 days. It was discussed that the patient did recall hearing beeping tones from the device, but was not sure when that had started. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine device follow up, a battery depletion (bd) alert was observed. Device data was submitted to technical services for review. This data analysis confirmed the device was depleting faster than expected, and device replacement was recommended for within 90 days. It was discussed that the patient did recall hearing beeping tones from the device, but was not sure when that had started. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.